Event description:
The patient reported that their right atrial (ra) and right ventricular (rv) leads cracked. The ra lead was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.